Event description:
It was reported that the patient presented for a routine generator change. It was noted that difficulty was encountered during an attempt to loosen the set screws on the pacemaker header. Both the atrial and ventricular leads had difficulty being released from the clamp on the pacemaker. A mosquito surgical tool was used to manipulate both clamps and successfully released the leads. There was no issues with the leads which were re-used and continued to function properly with a new pacemaker. There were no patient consequences. The patient was stable.